Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The pump remains implanted. It was reported that the controller will be returned for analysis; however, it has not been received for evaluation. Devices remain implanted.

Event description:
The vad coordinator reported that the controller that was in use was found to be missing the black plug for the blue connector port. Additionally the port was not communicating correctly with the monitor. The patient was switched to the back-up controller and a new back-up controller was programmed for the patient.

Manufacturer narrative:
The controller was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Analysis of the device revealed that the controller failed to meet specifications. Thorough external visual inspection of the controller revealed signs of foreign material on the port connector as well as a missing serial connector cap; this is an incidental finding and not related to the reported event as the serial port functioned as expected. The reported event was not confirmed as the controller was able to successfully transfer data files. Applicable risk documentation and experience with events of similar circumstances were considered; events with data transfer errors are most often attributed to memory corruption. There are no known clinical factors that could have contributed to this event. The most likely root cause of the reported data transfer error cannot be conclusively determined; a possible root cause may be attributed to memory corruption. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.